Manufacturer narrative:
The actuator detached because the pin connecting it to the bed frame became dislodged from its mounting position. The exact reason for the pin dislodgement could not be determined. The actuator detached from the frame, therefore the arjo device did not meet the specification. The bed was in use by the patient. No injury was reported. The complaint was initially assessed as reportable because it was believed that the backrest actuator had detached. However, during the repair process, the technician provided clarification. The root cause was identified as an issue with hi/lo actuator, not the backrest actuator. The citadel plus bed frame is equipped with two hi/lo actuators, which control the vertical movement of the entire bed. The head-end actuator manages the elevation of the head section, while the foot-end actuator controls the foot section. Both work together to maintain the bed level or achieve a desired tilt (e.g., trendelenburg or reverse trendelenburg position). The bed functions as a system together with the mattress. If an actuator fails and the bed inclines, the patient remains securely positioned on the mattress, and the bed ends are supported by the footboard and headboard. Additionally, the bed is equipped with a gas spring that controls the descent of the platform, ensuring slow and smooth movement. A review of complaints shows that this type of failure has not resulted in any serious injuries in the past. This type of failure is not expected to lead to serious injury; therefore, the reported failure is not deemed reportable. B5 section was updated.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that when the patient was placed on the bed, the backrest section slowly lowered. No injuries were reported. An arjo service technician inspected the bed and initially observed that the backrest actuator appeared to be detached from its mounting point. This was documented as the probable cause of the malfunction. During the repair process, the technician responsible for fixing the bed provided clarification. The root cause was identified as an issue with hi/lo actuator, not the backrest actuator. The technician replaced the hi/lo actuator and confirmed that after replacement, the bed operated correctly with no additional issues detected.

Manufacturer narrative:
A backrest actuator is responsible for raising and lowering of the backrest section of the bed. The detachment of the actuator results in the section collapse. It was established that the cause of the backrest actuator detachment was a pin, which connects the actuator to the bed frame, that had fallen out. Several potential scenarios could have led to the issue: vibration during transport in the truck en route to the hospital, however, the arjo employees that are responsible for transporting the equipment are trained how to secure the products to protect them from damage (please see attached posters). Pin detachment during loading or unloading of the asset from the truck, normal wear and tear affecting the locking mechanism that secures the pin in place. The bed at the time of the event was eight years old. The issue has been consulted with the manufacturer. Based on the information provided, if the pin is properly secured using a starlock (lock washer), there is no physical possibility for it to fall out due to vibrations, transport, etc. It is essential to ensure that the starlock is installed in the correct orientation. Incorrect installation may result in the actuator pin becoming dislodged. The device history review showed that backrest actuator itself and starlock have not been replaced in the past. It was not possible to confirm whether the pin was secured by the starlock at the time of the actuator datachment. The citadel plus bed was inspected prior to rental on 23 jul 2025 and successfully passed all quality checks. The citadel plus instruction for use (IFU 831.374 rev. 14) includes the following guidance regarding preventive maintenance procedures for checking backrest functionality, which should be performed weekly by a caregiver: ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.).¿ if the result of any test is unsatisfactory, arjo or qualified service personnel should be contacted. In summary, based on the information collected, it was not possible to determine how the backrest actuator pin became dislodged from its mounting position. The backrest actuator detached from the frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the backrest actuator. The bed was in use by the patient. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that when the patient was placed on the bed, the backrest section slowly lowered. No injuries were reported. An arjo service technician inspected the bed and found that the backrest actuator became detached from its mounting point.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the bed was broken and could not be raised. Upon inspection, the arjo service technician found that the backrest actuator had detached from one side. There was no patient on the bed at the time, and no injuries were reported.